Event description:
PICC line broke at hub site. Infant pt noted to have portion of PICC line in hand and remainder of the line was still in pt's right arm. The line was broken at the site of the hub. The portion remaining in the arm was removed without difficulty with tip intact.

Manufacturer narrative:
This device issue was not reported to vygon by the customer, instead it was found during a review of FDA's maude database. The corresponding report number is 3885623. The device was not returned to vygon, but the info will be sent to vygon (B)(4) for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.